Event description:
On (B)(6) 2014, a customer reported unexpected negative results when using polyclonal anti-fyb, with tube testing methodology.

Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015. The retention product performed as expected. The immucor laboratory also tested returned blood sample on (B)(6) 2015 that was received from the customer site. This returned blood sample yielded the expected positive result outcome.